Manufacturer narrative:
The manufacturer previously reported information regarding a report concerning an alarm on a simplygo device. There was no patient harm or injury reported. The device was returned to the manufacturer¿s product investigation laboratory (pil) for further evaluation following a reported allegation of an "alarm". During the evaluation, pil was unable to confirm the reported ¿alarm¿ condition because the device was not powered on due to the compromised condition of the pca and the potential risk of damage to pil¿s testing equipment. However, thermal damage consistent with a ¿burned pca¿ was confirmed upon visual inspection. At receipt, the device included the battery but was missing the power supply. Physical examination revealed handle deformation indicative of impact damage. The battery was found to be fully discharged. Internal inspection identified black residue on the rear enclosure and the main ribbon cable. Significant thermal damage was observed on the pca, along with discoloration of tubing, suggesting wear. This report 2518422-2025-110265 was created by mistake. For reporting purpose, please refer to this report 2518422-2025-106134.

Event description:
The manufacturer received a report concerning an alarm on a simplygo device. After evaluating the device, it was determined that the device had a burned pca. The third-party service center could not complete the investigation, so the device will be sent to the manufacturer's product investigation laboratory for further examination. If any additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported information regarding a report concerning an alarm on a simplygo device. There was no patient harm or injury reported. The device was returned to the manufacturer¿s product investigation laboratory (pil) for further evaluation following a reported allegation of an "alarm". During the evaluation, pil was unable to confirm the reported ¿alarm¿ condition because the device was not powered on due to the compromised condition of the pca and the potential risk of damage to pil¿s testing equipment. However, thermal damage consistent with a ¿burned pca¿ was confirmed upon visual inspection. At receipt, the device included the battery but was missing the power supply. Physical examination revealed handle deformation indicative of impact damage. The battery was found to be fully discharged. Internal inspection identified black residue on the rear enclosure and the main ribbon cable. Significant thermal damage was observed on the pca, along with discoloration of tubing, suggesting wear. Performance testing was not conducted due to the pca damage. Unit had thermal damage to the pca on the compressor motor driving circuit (q1,q2,q3,q4,q5,q6), which was caused by high pressure from compacted/bridged sieve material. The thermal damage was isolated to the pca substrate. There was no evidence of thermal creep to anywhere else in the unit. Pil recommended that the unit may require servicing, preventive maintenance, or upgrades and advised that the device be forwarded to the service center. Accordingly, the device was sent to the service center for further action.